Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a fall. As a result, the patient experienced ineffective stimulation. The patient underwent surgical intervention wherein the lead was explanted and replaced. Therapy was restored post operatively.